Event description:
It was reported that the patient had noted emergency backup battery (ebb) faults and performed an independent system controller exchange. The patient was seen in the clinic the next day and the ebb was assessed and no ebb fault alarms were seen. The ebb was reseated as a precaution. The clinic reviewed and reinforced education with patient regarding system controller exchange indications. The log files were reviewed for the new primary system controller and found clusters of pulsatility index (pi) events and routine power source changes. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log file. The device appeared to be operating as intended. Log files for the exchanged system controller were unavailable as it was placed in sleep mode and the ebb was reseated. There were no troubleshooting steps prior to the system controller exchange as it was exchanged independently before any troubleshooting could be done. Exchanging the system controller resolved the alarms. No patient adverse events occurred during the exchange. No products would be returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm which prompted the patient to perform a controller exchange was not confirmed. The exchanged system controller (serial number (B)(6) was not returned for analysis, and no log files from this controller were provided. Available information indicates that the alarm resolved upon exchanging the controller, and that no adverse events occurred as a result of the controller exchange. The provided log files contained data from the patient¿s current controller and were unrelated to the exchanged controller. The root cause of the reported backup battery fault alarm which prompted the patient to exchange their controller was unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 2 ¿how your heart pump works¿) instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Users are also warned to not perform a controller exchange without the aid of a trained, competent caregiver. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including backup battery fault alarms. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.